Event description:
It was reported that the surgeon stated that the automatic fusion of the MRI and CT was not working properly. Finally fusion was performed manually and the surgery was continued.

Manufacturer narrative:
It was reported that the surgeon stated that the automatic fusion was not working properly. The data available for investigation was insufficient. However reportedly, the user finally adjusted the fusion manually which enabled him to perform the surgery. As indicated in the user manual, the merge feature does not always provide satisfying results, hence the existence of a fusion adjustment interface. The user manual provides all necessary information about available adjustments to obtain an accurate image fusion. The event reported in this complaint was not due to a device malfunction, the device worked as expected. H3 other text : no data available for investigation.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the surgeon stated that the automatic fusion of the MRI and CT was not working properly. Finally fusion was performed manually and the surgery was continued.